Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) went on-site and found a white build-up in the cl port of the flowcell. The fse cleaned the flowcell, replaced the cl and ca electrode tips and aligned the mc sample probe. Performance was verified.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical system. Per customer, some results were reported outside of the laboratory. Calcium (ca) results were suppressed, no results were generated. When a low anion gap flagged the sample and the lack of a ca result was noticed, the samples were rerun and reports were amended. The customer only provided data from 2 patient samples. It is not clear if the repeated results for patient 1 were the results reported.